Manufacturer narrative:
Attorney products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient was diagnosed with three column unstable l1 fracture with neurological instability. Incision was planned and made using a knife for the skin followed by cautery and cobb dissection to expose the posterior elements. Open reduction of l1 burst fracture was performed through posterior route. Segmental spinal fixation was done from t11 to l3. Then, posterior spinal fusion was carried out from t11 to l3 by decorticating the posterolateral aspect of the patient¿s spine and placing allograft bone chips into the wound over this decorticated portion of the spine and then applying rhbmp-2 sponges over this. The drains were placed and it was closed in layers. Post op, there were no complications to the patient.